Event description:
It was reported that during use with the bd vacutainer® plastic serum tube with red bd hemogard¿closure, there was hemolysis. There was no report of patient impact. The following information was provided by the initial reporter: the samples are hemolyzing when it should not be.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 samples for investigation. 3 returned samples and 100 retained samples were visually inspected, and no additive abnormalities were found. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® plastic serum tube with red bd hemogard¿closure, there was hemolysis. There was no report of patient impact. The following information was provided by the initial reporter: the samples are hemolyzing when it should not be.